Event description:
The installation team reported that when doing a 12 lead capture for any bed, the 12 lead ECG is stored for the bed in sector 1 only.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.